Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic and pacer dependent patient presented in clinic. Upon interrogation, the pulse generator exhibited inappropriate programming. The device was reprogrammed. The patient was in stable condition.